Event description:
Retrograde femoral nail was used for the pt of femoral condyler fracture. The cortical screw of the nail's distal side came off the nut in about one week after the surgery. This pt underwent the re-operation on february. And, the cortical screw, the washer, and the nut were replaced.